Event description:
The patient was implanted with the ovation prime stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately nine and a half (9.5) years post initial procedure, a type 3 endoleak was suspected; however, it's unknown if it is a type 3a or type 3b endoleak. The patient is currently being monitored while an intervention is being discussed. Additional information: the patient was brought back for intervention on (B)(6) 2023. Upon evaluation, an endoleak was not identified via angiogram. The physician elected to implant an ovation iliac limb and limb extension. Upon completion angiograms did not notice any endoleaks. The patient is doing well post-op.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the indeterminate endoleak was determined to be a type 1b endoleak of the right common iliac artery and a type 2 endoleak (anatomy related) of the right internal iliac with additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. The complaint is most likely user related. The initial procedure was off label. The patient was being treated for bilateral iliac aneurysms and had no abdominal aortic aneurysm. This likely contributed to the reported event. The diameter of the right iliac artery was 26mm pre index procedure (should be 8-25mm) off label. There was a type 2 endoleak from the right internal iliac artery around the plug. This likely contributed to the type ib endoleak. The clinical assessment determined that there was evidence to reasonably suggest aneurysm enlargement of 8.5mm in the right common iliac artery occurred that was not included in the event as reported. The aneurysm enlargement was discovered during review of the 114-month post implant CT scan. No procedure related harms were identified. The final patient status was reported as discharged home on postoperative day one in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: health effect - impact code: remove code 4614. H6: medical device problem codes: remove code 4065. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Event description:
The patient was implanted with the ovation prime stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately nine and a half (9.5) years post initial procedure, a type 3 endoleak was suspected; however, it's unknown if it is a type 3a or type 3b endoleak. The patient is currently being monitored while an intervention is being discussed.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text : device remains implanted.